Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade unknown, pain, tiredness, night sweats, depression, dryness, no appetite, and cannot produce tears. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported capsular contracture, baker grade unknown, and pain. Patient additionally reported "tiredness," "night sweat," "depression" "to the point of thinking of committing suicide," "no appetite," "anaphylactic shock" from "antibiotics and pain meds," "dry, cannot product tears"; these events are not related to the device. Device remains implanted. This record is for the left side.